Manufacturer narrative:
Corrected data: h4: mfg. Date = 8/93. Summary of evaluation: the information provided and the examination results idnicate that this event is not device related but rather is associated with surgeon expectations. As a cemented device, any rocking motion will be prevented by the application of bone cement.

Event description:
The implant did not seat firmly on the tibial baseplate. Another implant available was implanted without any difficulty. There was no adverse consequence to the pt due to this event.